Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor cable and video processor board. System operates as intended.

Event description:
The customer reported, the system is not producing x-rays. No pt injury was reported.